Event description:
It was reported that in situ testing shows 6 electrode channels with status hi and elevated ground path impedance of above 4 kohms. And accident or trauma is not known.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a f/u report.